Event description:
It has been reported to philips that the geometry movements of the allura system were unavailable which caused workflow delays. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was an issue with sib box (system interface box) which did not power up. The fse replaced the sib box (system interface box), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes. Device problem code and health impact code were corrected.